Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data showed no evidence of issues with insulin delivery. The automated algorithm was able to appropriately adapt the microbolus amounts based on estimated glucose values and user inputs. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for insulin leaking while wearing the pod.